Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained that the patient is scheduled for a rv lead replacement, but it has not yet occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from additional information received that the rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert. It was found that the patient¿s right ventricular (rv) lead had triggered a lead integrity alert (lia) and an out of range impedance alert. The rv lead was exhibiting high/undefined pacing impedance and loss of capture. A fracture of the rv lead is suspected. The patient is being hospitalized until further action is decided upon. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.